Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements measuring greater than 125 ohms. No adverse patient effects have been reported. At this time, the physician plans to continue to monitor this observation. This product remains in-service.